Manufacturer narrative:
H.6. Investigation summary: customer returned (1) 30gx8mm, 0.5ml bd safetyglide insulin syringe. Consumer reported broken barrel. The returned syringe was examined, and it was observed that the barrel was broken near the hub end of the syringe. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined as there is no batch number to investigate when the broken barrel could have occurred. Rationale: CAPA pr1187550 was opened to address this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that 1/2 ml bd safetyglide¿ insulin syringe with attached needle was damaged. This was discovered before use. The following information was provided by the initial reporter: broken barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 1/2 ml bd safetyglide¿ insulin syringe with attached needle was damaged. This was discovered before use. The following information was provided by the initial reporter: broken barrel.